Manufacturer narrative:
Note: product reference 4433734 is not cleared for sales in the USA, but it is similar to the product reference 5433734 cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36932851 which complies with our specifications and does not present any discrepancy. Both manufacturing process records and sterilization process records have been reviewed and no discrepancies were found. All test results conform to our specifications. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in june 2018. Investigation results: we received for investigation one access port from batch nr 36932851. About 10 punctures are visible on the septum. Fibrin and blood residues have been noticed on the suture holes. We received a catheter of 30.5cm long graduated from 5 to 35. We received the connection ring connected to the set port/catheter, the anti-kinking part was partially removed from the plastic part. Around the disconnection area we noticed clamp traces. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. Characteristics: catheter: int. Diameter, measures (mm): 1.08, specifications (mm): 1.09+/-0.05; ext. Diameter, 1.65, 1.63+/-0.05. Functional test: we have tested the device in order to check if a leak occurs. Injection test: no leak has been detected. These characteristics conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned sample. Our records shows that this batch of celsite access port has been manufactured, packed and sterilized in compliance with our specifications. Investigation results lead to conclude that the returned sample conforms to our specification. The infection is not related to the device. The infection could be caught during the implantation procedure, but we have no element to confirm this hypothesis. As this complaint is an isolated case and as the infection does not seem to be imputable to the device, no corrective action is currently envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
Infection around the access port. "The patient was implanted with 04433734 product on (B)(6) 2018. Scab appeared at the puncture point one week after operation. The skin around the pocket of the patient was red and feverish. When pulling out the port on (B)(6) 2019, the soft sleeve (milky white joint) in the connecting ring was found to fall off. Multidrug-resistant infections were found in the culture tissue fluid. Patient was quarantined by the medical department."